Event description:
A customer reported a malfunction on the pump, identified by the malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.